Event description:
It was reported to boston scientific corporation that an rx cytology brush was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2011. According to the complainant, the patient was being treated for a stricture of the common bile duct due to carcinoma. As the stricture was reported to be very tight, it was difficult to advance the device to the stricture, and the excessive force that was required to operate the device caused the handle to break. No damage to the device was noted prior to use, but the customer believes that the handle is generally "too flimsy." The procedure was completed with another rx cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that an rx cytology brush was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2011. According to the complainant, the patient was being treated for a stricture of the common bile duct due to carcinoma. As the stricture was reported to be very tight, it was difficult to advance the device to the stricture, and the excessive force that was required to operate the device caused the handle to break. No damage to the device was noted prior to use, but the customer believes that the handle is generally "too flimsy." The procedure was completed with another rx cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Reported event: difficulty accessing common bile duct. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.